Manufacturer narrative:
Batch review performed on 15 february 2022. Lot 166437: (B)(4) items manufactured and released on 28-feb-2017. Expiration date: 2022-02-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2018.

Event description:
The patient was under a lot of pain and there was no osseointegration. Stem and head were revised successfully 4 years and 3 months after primary.

Manufacturer narrative:
Visual inspection performed by r&d manager: during the analysis it is visible that approximately half of the stem body is covered with ha coating meaning that the stem was not correctly osseointegrated with the patient bone. Some signs and scratches are present on the neck surface probably due to revision surgery. It is not possible to determine the root cause of incorrect stem osseointegration.